Manufacturer narrative:
This report is filed march 1, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a wound healing issue, resulting in the surgical incision line to re-open. Revision surgery was performed (date not reported) to close the site. Additionally, the patient underwent a second revision surgery (date not reported) to re-position the receiver stimulator subsequent to sustaining a head trauma. The implanted device remains.